Manufacturer narrative:
The reported complaint was non-verifiable as no product was returned. Multiple diligence attempts for part return were unsuccessful therefore further evaluation and root cause analysis could not be performed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was confirmed via visual inspection of the returned sensor which showed a broken latch. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a non-clinical activity, the air bubble detector (abd) latch was broken. There was no patient involvement.